Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after the implant of the atrial lead, a sensing failure was noted on the electrocardiogram. A chest x-ray showed that the lead had dislodged and neither pacing nor sensing was possible. Reprogramming of the device was done at that time. The physician commented that the fixation of the lead helix was poor due to the patient's history of a hard myocardium. The physician chose to explant and replace the lead. The chest x-ray also showed a dislodgement of the right ventricular lead and the lead had low sensing. The physician also commented on the poor fixation of that lead due to the patient's hard myocardium. The right ventricular lead was also explanted and replaced at the same time. No patient complications have been reported as a result of this event.